Event description:
The site reported the following: a patient was in a electrophysiology (ep) lab which is equipped with a stereotaxis niobe. The patient was undergoing an internal defibrillator upgrade procedure while connected to a medrad veris mr vital signs monitor as well as two other 3rd party vital sign monitoring devices. The patient suffered an alleged cardiac arrest and was successfully resuscitated. The site indicated that the alleged arrest was not related to the veris monitor. The site reported that the veris vital sign indications were lower than the third party vital sign indications.

Manufacturer narrative:
The bayer service engineer and the bayer clinical support specialist (css) visited the site together and participated in simulation testing to determine if the veris monitor vital sign readings were accurate. The css observed that the alleged lower readings the sit encountered were the result of improper placement of ECG leads, nibp cuff and the spo2 probe as follows. ECG clinical observation: our clinical investigation determined that the site was using the 3 lead ECG patches in a tight triangle configuration near the right anterior shoulder rather than what is recommended in the instructions for use which is placement just left of the sternum. See scanned page. Nibp and spo2 clinical observations: the css observed the site putting the nibp cuff and the spo2 probe on the right arm and right hand. The veris operating manual additionally instructs the user the following: "if possible, do not place the pulse oximeter sensor on the same extremity as the blood pressure cuff or an arterial line. Place the pulse oximeter sensor on the side of the patient opposite the blood pressure cuff or an arterial line. The occlusion of the blood flow during blood pressure determinations could affect saturation readings." The css reinforced the appropriate use of the veris monitor and proper placement of ECG leads, nibp cuffs and spo2 probes with this customer. If additional information becomes available a follow-up report will be submitted.